Event description:
A consumer reported glistenings were observed in both eyes during a postoperative examination several months after bilateral intraocular lens (iol) implant. The reason for the examination were increasing glare effects. Add'l info was rec'd from the healthcare professional who provided product details. This is one of two medical device reports associated being filled for this event. This file is for the left eye (os).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).